Manufacturer narrative:
Technician found that the head was not going up as the solenoid valve was stuck. Replaced the valve to resolve this issue. No impact - bed found in basement.

Event description:
Complaint alleged that the head was not going up.